Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation result, a likely mechanism causing the cutting wire breakage might be the following. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described above, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use 3-lumen sphincterotome exhibited a broken cutting wire. There was no patient involvement.